Event description:
It was reported that the lead was explanted and replaced due to high capture threshold and high impedance during device replacement for normal battery depletion. The patient was stable and there were no adverse consequences.